Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had two occluded reservoirs and two discolored infusion sets. His blood glucose level was 150 mg/dl. Insulin came out of the infusion set pink. The product was not returned. Nothing further to report.